Event description:
Account reported incidents in which the male adapter of the reported device "falls out" of the peripheral catheter that they utilize, mfg by johnson & johnson. Rptr added that they utilize other baxter sets and they do not experience this problem, and have not experienced this issue in the past with the reported product. Rptr stated there was no pt compromise. Per written documentation, "baxter tubing falls out of cathlon hub - no pt adverse effects - has happened at least 3 times."